Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that air bubbles were observed in the tubing and that pump delivered an unintended bolus. Customer's blood glucose level ranged between 65-550 mg/dl which was addressed by delivering a bolus and changing pump supplies. Reportedly, the customer changed pump supplies and continued to use the pump for insulin therapy.